Event description:
The user facility reported that the angio-seal dilator would not stay engaged to the sheath when attempting to put in the patient. The patient was fine, and the procedure was successful. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. One 8fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood, and the components were found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A non-conformance report (nc) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on (B)(6) 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the corrective and preventative action (CAPA) will be captured in the corrective and preventative action (CAPA) document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.